Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. Also, it was reported that the customer received multiple minimum fill messages after filling a cartridge with 440 units. The customer noted that no drips of insulin were seen out of the end of the infusion set needle; however, tandem's technical support verified that no drips of insulin were seen out of the luer lock. The customer changed the supplies successfully. There was no impact to the customer's blood glucose level.